Event description:
Same case as MDR ID 2134265-2013-08056. It was reported that a guide wire detachment occurred. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery and right femoral vein. A temporary pacemaker wire was placed in the right ventricle through the venous sheath and connected to its external device. The target lesion was located in a very heavily calcified right coronary artery (rca). A rotawire ex support guide wire was selected and advanced to the distal rca. A 1.50mm rotalink plus was tracked over the guide wire and rotational atherectomy was performed. It was noted that several runs were performed due to the calcification. The ablation procedure was completed without any complication; however, when the burr was removed over the wire it was noted that the radiopaque portion of the guide wire was fractured and was left in the proximal rca. They attempted to remove the wire fragment with both 2mm and 4mm non-bsc snares, but were not successful. A 2.0 mm x 8mm emerge balloon catheter was then advanced to the target lesion and dilation was performed. The balloon catheter was then removed. The 4.0mm snare was again advanced. After multiple unsuccessful attempts to remove the wire, the patient was sent to the or. Emergency coronary bypass surgery x2 was performed; left internal mammary artery to the lad and saphenous vein graft to the posterior descending artery. The wire fragment was removed. There were no complications. The patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: one section of the wire was received. Visual and tactile inspection was performed and the device returned fractured. The 13cm distal section of the device was not returned. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode: failure occurred due to a rotational wear reduction of the cross sectional area followed by a bending/torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08056. It was reported that a guide wire detachment occurred. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery and right femoral vein. A temporary pacemaker wire was placed in the right ventricle through the venous sheath and connected to its external device. The target lesion was located in a very heavily calcified right coronary artery (rca). A rotawire ex support guide wire was selected and advanced to the distal rca. A 1.50mm rotalink plus was tracked over the guide wire and rotational atherectomy was performed. It was noted that several runs were performed due to the calcification. The ablation procedure was completed without any complication; however, when the burr was removed over the wire it was noted that the radiopaque portion of the guide wire was fractured and was left in the proximal rca. They attempted to remove the wire fragment with both 2mm and 4mm non-bsc snares, but were not successful. A 2.0 mm x 8mm emerge balloon catheter was then advanced to the target lesion and dilation was performed. The balloon catheter was then removed. The 4.0mm snare was again advanced. After multiple unsuccessful attempts to remove the wire, the patient was sent to the or. Emergency coronary bypass surgery x2 was performed; left internal mammary artery to the lad and saphenous vein graft to the posterior descending artery. The wire fragment was removed. There were no complications. The patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-08056. It was reported that a guide wire detachment occurred. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery and right femoral vein. A temporary pacemaker wire was placed in the right ventricle through the venous sheath and connected to its external device. The target lesion was located in a very heavily calcified right coronary artery (rca). A rotawire ex support guide wire was selected and advanced to the distal rca. A 1.50mm rotalink plus was tracked over the guide wire and rotational atherectomy was performed. It was noted that several runs were performed due to the calcification. The ablation procedure was completed without any complication; however, when the burr was removed over the wire it was noted that the radiopaque portion of the guide wire was fractured and was left in the proximal rca. They attempted to remove the wire fragment with both 2mm and 4mm non-bsc snares, but were not successful. A 2.0 mm x 8mm emerge balloon catheter was then advanced to the target lesion and dilation was performed. The balloon catheter was then removed. The 4.0mm snare was again advanced. After multiple unsuccessful attempts to remove the wire, the patient was sent to the or. Emergency coronary bypass surgery x2 was performed; left internal mammary artery to the lad and saphenous vein graft to the posterior descending artery. The wire fragment was removed. There were no complications. The patient is doing well.

Manufacturer narrative:
(B)(4).